Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable¿s outer jacket being damaged was confirmed. The returned modular cable (lot number 197145) was observed to have an area near its inline bend relief taped upon arrival. Upon removing the tape, damage to the mod cable¿s outer layer was observed, revealing the inner layer. Part of the inline connector¿s bend relief was also observed to have been damaged. The mod cable was tested alongside known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. The cable¿s inner wires were also tested with a fixture; however, an issue within the cable¿s wires was observed intermittently. The resistance of each conductor was individually measured, and most of the measurements were observed to be above average. The modular cable was opened, and each individual conductor was observed. The wires appeared physically unremarkable, indicating that the damage to the wires was internal. Internal damage to the wires may have been caused by the observed physical damage to the mod cable¿s outer layer. However, the root cause of the physical damage to the mod cable was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 197145, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with damage to the outer layer of their modular cable. The cable seems to be sliding together and in this area the layer was broken off. The patient received a new cable.